Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-02986.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-02986. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result , one of the leads was explanted and replaced, and therapy was restored post-op. It is currently unknown which lead was replaced, thus both devices are being reported.